Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. The ra and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.